Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing o-ring, cracked case at display window corners, broken belt clip slot, and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of pieces of plastic that have come off the reservoir compartment. The customer's blood glucose reading was unknown. The customer stated that she is visually blind and cannot read the serial number on her pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.